Manufacturer narrative:
Conclusion: four returned, explanted, knotted, black braided suture pieces were examined under a stereomicroscope at 10-40x. The returned explanted segments were remarkably intact for an alleged absorbable braid. None of the returned explanted suture pieces corresponded to the reported product vicryl plus in color. Ir examination of returned, explanted segment using atr generated an ir spectrum consistent with explanted nurolon or silk suture. None of the returned explanted samples correspond to the reported product. No further conclusion can be drawn.

Event description:
International customer reports that the suture broke 30 days following implant. The patient was returned to surgery for device explant.